Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other prostar xl device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle and needles were in backdown position. Presence of suture slack at the guide area and the suture bights were still inside the coiled suture lumens. There was no clamp mark found on the coiled suture tubes. There was a needle strike mark on the barrel face. This confirmed the reported experience for the reported event because the needles will not be present at the hub. During the investigation, the handle was deployed and all the needles presented at the hub. The evidence of the needle strike mark on the barrel face suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or patient anatomical conditions such as, obesity, calcification or scarring of the site used in deploying the device, can deflect the needles. Reportedly, there was mild calcification of the right common femoral artery, which may have contributed to the reported difficulty. As per the instructions for use, the safety and effectiveness have not been established in patients with common femoral artery calcium which is fluoroscopically visible. The needle deployment of every device is checked during the manufacturing process to ensure that the needles/sutures are in the correct orientation; therefore, the probable cause for the needle strike mark on the barrel face and for the needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. The clamp marks found on the marker tubes could have been caused when the operator clamped the marker tube to stop the blood flow. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing process and quality control audit inspection is performed to verify product quality.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a preclose technique before an abdominal aortic aneurysm (aaa) procedure. Reportedly, during needle deployment, the needles could not be pulled back into the device. Another prostar xl was used with the same results. The device was removed and a sheath was inserted. After the aaa procedure, a cut down was performed and hemostasis was achieved. There was no adverse patient sequela. The physician was reported to be trained in the use of the device. Though requested, no additional information was provided.